Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Borea dr 1500 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 02 july 2024 use before date: 02 january 2027 sterilization lot: s0690 - 3775 vega r52 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 12 december 2022 use before date: 16 november 2025 sterilization lot: 25131-s0578 vega r58 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 10 june 2024 use before date: 23 may 2027 sterilization lot: 30659-s0683 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, the patient, had dual chamber pm (pm + 2 leads) system implanted (B)(6) 2024, patient was admitted again on (B)(6) 2024. The patient died on (B)(6) 2025, from sepsis\systemic infection. The pm system was not explanted in echo report it is described that some ¿thin strings¿ are visible but no hard evidence for endocarditis. No post-mortem autopsy performed no recent interrogation of pm done as other health issues were prioritized also pm was not the troublemaker and no malfunction was suspected.